Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The adhesive completely separated from the site (leg) causing the cannula to dislodge. No treatment information was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Cloud - locked down/smartphone phone_control_ios, cloud - omnipod 5 software app version 2.0.4, cloud - operating system 18.6, cloud - hardware iphone14.7, cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.